Event description:
Customer reports to have received a failed battery test and battery out limit. Issue continued even with replaced battery cap. Insulin pump would be replaced. Customer's blood glucose was 14.2 mmol/l. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The device was monitored and all operating currents tested within specification range. No failed battery test alarms noted. The insulin pump had cracked reservoir tube lip and minor scratches on display window noted during visual inspection.